Event description:
A scapholunate implant was being implanted when the surgeon experienced difficulties placing the guide properly on the lunate side. He was unable to get the guide to stay on the lunate in the correct orientation. The guide kept slipping off of the lunate and caused the guide to not be properly placed. This added 1 hour to the case and caused the patient to be under anesthesia longer than anticipated.